Event description:
It was reported by the edwards field clinical specialist that the patient had a calcified 20mm homograft valve and presented with a flail leaflet and severe ai. A 23mm sapien valve was prepared and positioned in the annulus; however, due to the severe ai it was difficult to determine position and optimal coplanar angle and therefore calcium markers were used to help place the valve. The valve was implanted and by angio looked under-deployed on the outflow side and there was severe ai present. They were unable to determine by tee if it was a central leak or paravalvular leak due to the amount of dropout. An additionally 1.5cc of fluid was added to the delivery system and the valve was post dilated twice. The guide wire was removed and tee assessment showed little change. The annulus was crossed again with the guidewire and a second 23mm sapien valve was positioned and implanted 40% higher than the first. Post deployment angio showed trace to mild ai. The sheath was removed and the stable the patient transferred to the unit. Additional information noted there was severe aortic root calcification, and moderate mitral annular calcification (mac). The coaxial alignment of delivery system and valve was reported to be fair. Ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the event could not be confirmed; however patient (preexisting calcified homograft, severe root calcification) and procedural (fair image intensifier angle and coaxial alignment of the valve/delivery system) factors could have caused or contributed to the too ventricular deployment[tt1] of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more aortic position. Of note, the edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted homograft valve is not indicated; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.